Manufacturer narrative:
Root cause: user error - poor technique in implanting. The implanting surgeon, dr acknowledged that he improperly placed the device initially, leaving a portion of the threaded area of the device across a joint space. Device was removed and pt was fine. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device eval: the returned device was visually inspected. The screw portion of the implant was entirely broken off of the rest of the device.

Event description:
Post operative follow up visit at three weeks revealed under x-ray that one 3.5mm device had broken, however, fusion appeared to be healing normally. Having been informed of the pt's allergy to stainless and titanium prior to surgery. The surgeon scheduled the removal of the implants to coincide with an additional osteotomy of the cuboid on (B)(6) 2002. All devices from the august surgery were removed without incident. The broken screw did not affect pt healing or require additional intervention.